Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction. The customer attempted to clear the error however errors reoccurred. The customer determined the laser system could no longer be utilized and the procedure was completed with an alternative surgical procedure (turp). There was no report of a patient injury.